Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the field service representative (fsr), the ccp told the fsr of an issue that he had, about three weeks ago. The ccp went on to say that the system 1 in operating room #20 (the one in question) has a "more sensitive flow sensor" than the other two system 1s. The ccp and the other perfusionists have done case since the issue three weeks ago, and there has been no issue. During preventative maintenance ( pm) inspection: the fsr found that the sensor operated properly, however, testing conditions during inspection were not exactly the same as when the ccp had the issue.

Event description:
It was reported that during pre-case, after priming of the device for a cardiopulmonary bypass procedure, the flow sensor gave "back flow alarms" even with the tubing clamped on both sides of the sensor. The device was not changed out, as the alarm reset itself and the customer used the unit for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The complaint was confirmed through data log analysis. Laboratory evaluation of the returned flow module and sensor found the devices operated as intended. Testing included bench resting with a centrifugal motor and water loop. Test was run for three days with varying flow rates, including no flow, with no backflow alarms issued. Devices were placed in cold soak and hot soak and evaluated after each with no anomalous operation noted. The flow module was opened and internal inspection performed with no observations noted. Internal components and harness were mechanically agitated with no effect on operation. Sensor cable was flexed along the entire length of the cable with no issues seen. A backflow event was induced and the system responded appropriately to the backflow. Complaint is confirmed via log analysis because there is the presence of backflow events in the log. Complaint date was not provided so the exact dates were not able to be confirmed, but these backflow events occur from the beginning of the module log on (B)(6) 2013 to the end of the log on (B)(6) 2013. It is not known why the backflow alarms were invoked. No add'l action will be taken at this time.